Event description:
The iab was inserted via the pt left femoral artery for cardiogenic shock prior to catherization and angioplasty on 5/4/97. On 5/8/97, the dr attempted to remove the balloon catheter. There was a great amount of resistance so the pt was taken to the o.r. And the iab was surgically removed on 5/8/97. The iab was notified to co for evaluation. The iab was discarded by the facility. On 6/3/97, co was notified that there were no further complications and the pt went on to expire on 5/14/97. Event complications: iab surgically removed - rpt'd 5/19/97. Pt current status: expired - rpt'd 6/3/97.

Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The item was discarded by the hosp.